Event description:
It was reported that after the acetabular shell was implanted, the surgeon attempted to insert the liner, but it would not engage. Upon checking the shell, a portion of the locking ring was partially inside the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.